Manufacturer narrative:
The electrode lot numbers and expiration dates were requested, but not provided. The field service engineer checked probe alignments, cleaned nozzles, adjusted a nozzle, and cleaned the mixing vessel. Precision studies and mechanical checks were performed. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for an unspecified number of patient samples tested with the na electrode and cl electrode on a cobas pro ise analytical unit. The customer noted that they have been repeating patient samples 5 times and in each occurrence, the first value is always questionable. The repeat values were deemed correct. The customer declined to provide any specific patient data but stated that the results between initial and repeat measurements are 10-15 mmol/l different.

Manufacturer narrative:
The investigation determined the service actions resolved the issue.